Manufacturer narrative:
The device was not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted one month later from the patient's right eye due to the patient being hyperopic. The iol appeared to have a scratch and a defect/debris on the optic. There was no incision enlargement, vitrectomy, sutures done during the explant. The iol was replaced with another johnson & johnson dib00 lens. Patient has recovered post-explant. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: may 2 2022. Section h3. Device evaluated manufacturer? Yes device evaluation: visual inspection under magnification revealed that the lens was received submerged in an unknown solution and that the lens was cut. The lens was allowed to air dry and no debris could be identified on the lens. Furthermore, the lens was received submerged in an unknown solution which would have displaced any potential debris prior to evaluation. Additional no scratches could be found on the optic body of the lens.the complaint issues (dc-cosmetic issues, dc-foreign material - loose, and hs-unexpected postop refraction) were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.